Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.545¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace generator populated an error "release the pressure" message. The customer removed the instrument and found the instrument blade was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality noted. During the procedure, the instrument blade was broken off without intraoperative collision or misuse involving the instrument. The customer confirmed that no fragment fell inside of the patient. No known impact or patient consequence was reported.